Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. No delivery alarms were found in the alarm history. It was stated that the customer no longer trusted the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. Device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.